Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The device history review for this lot has been requested. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the system console is not working, and has a problem with the power supply. According to the report, when you try to ream a bone for only 20 seconds, the console stops and restarts all over again. It is unknown when this happened or if it was during a procedure. The report states that it was repaired previously but the problem was not resolved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This medwatch was submitted in error. (B)(4) is the manufacturer of this device and has reporting responsibility for this event. Synthes USA is retracting MFR # 2520274-2013-02823. Placeholder.